Event description:
The customer reported to beckman coulter that the coulter lh 780 hematology analyzer was leaking. The volume of the leak was approximately 20 ml and was not contained within the instrument. There were no error messages or flags reported as a result of this event. The material safety data sheet (msds) was not reviewed by the customer. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated as a result of this event. No death or injury was associated with this event, and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter customer technical specialist (cts) guided the customer through the troubleshooting process and found that the source of the fluid leak was the tubing at manifold (mf13) and manifold (mf14). The mf13 is responsible for the probe needle drain and mf14 is the pathway for cleaning agent. The customer removed mf13 and mf14 and replaced the tubing. After servicing the instrument, the customer ran several samples and stated there was no further leaking. As of (B)(6) 2013, the customer has not reported a recurrence of the event. The cause of the leak was the tubing at manifold (mf13) and manifold (mf14). (B)(4).